Event description:
Maude report (date (B)(4) 2011) indicates on (B)(6) 2011 - during setup and adjustment of a leyla retraction system during a surgical case the retraction system's ball joint clamp slipped causing the retractor to go out of alignment. Physician reapplied and tested and the ball joint clamp slipped again. Retraction system removed surgical area and sent to sterile processing department (spd) and then to biomedical engineering. There was a delay in surgery but there was no injury to the pt. User healthcare facility not identified in maude report, and not available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.